Event description:
Needle broke during a thyroid biopsy procedure on a female nurse. No additional surgery was required. Physician was able to retrieve the broken piece. Sample not kept.

Manufacturer narrative:
Device is not available for analysis therefore, it is not possible to determined the cause of this event. No other complaints of this type have been received on this product lot since it was manufactured in august of 2005. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened.